Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Additional information provided by the customer indicated that the subject device was confirmed to be in good condition after unpacking. Based on the information currently available the exact cause for the reported balloon event cannot be determined. The subject device is not available.

Event description:
It was reported that the balloon was broken during preparation. Therefore, the subject device was changed. The patient was not involved.